Event description:
The patient's mother reported on (B)(6) 2013 her son complained about his stomach hurting and itching. She also noticed there was redness and swelling. On (B)(6) 2013 he was taken to the local hospital to treat an abscess-like reaction bout 1.5 cm in diameter. The patient's site infection was treated with an antibiotic cream called "taro-mupirocin." The doctor also prescribed a barrier spray called "cavion." They been using this product for one month now but he is still having issues with allergic reactions to the pod.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and skin condition. No qualification and sterilization records were reviewed because no product lot number was reported.